Event description:
It was reported that the customer's pump screen was dark and would not turn on, even after following various troubleshooting steps. The issue resulted in the customer¿s blood glucose level displaying as "high," though the specific value was unknown, indicating an adverse impact. The customer managed this by administering a correction injection via multiple daily injections (mdi) and continued using alternative charging supplies to resolve the charging issue. Technical support approved a replacement of the pump and instructed the customer on returning the defective pump and setting up the new one.